Manufacturer narrative:
Evaluation summary: the system was examined and the surgical focusing module was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event could be attributed to a nonconforming surgical focusing module.

Manufacturer narrative:
A service visit was performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that on a pool of eight patients, a system message was displayed and the system stopped during the cut of the corneal flaps. As an effect, the side cuts were not fully opened and the surgeon had to complete them using micro scissors. All procedures were finished. Additional information has been requested but not received to date.